Event description:
It was reported that during an external fixator procedure on a distal fibula fx, surgeon was tightening the clamps on the fixator when the t-wrench handle broke. A different wrench was used to finish the tightening. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received in three pieces. The handle is broken into two pieces at the bore which is consistent with the complaint. Also, the shaft is not attached to the handle which is also consistent with the complaint. The bore area where the break occurs on the handle has some discoloration internally. The location where the handle is attached to the shaft is also discolored. The dowel pin is still present on the shaft. No issues were found during the dimensional analysis on features that could be checked. However, due to the damage not all relevant features related to this complaint could be checked. A review of the device history record did not show conditions that could have contributed to the reported event. Since all relevant features could not be checked this compliant is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).